Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164897. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-13. Medical device lot #: 2164898. Medical device expiration date: 2023-12-31. Device manufacture date: 2022-06-13. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and erroneous results. This event occurred once with two separate lots. The following information was provided by the initial reporter. The customer stated: we have observed fibrin deposits on the walls of the tubes after centrifugation. These deposits lead to false positive results in serology.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-23. H.6. Investigation summary: bd received 78 samples for investigation. These lots were previously tested for sample quality and additional testing was not required at this time. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Clinical testing was not able to duplicate customer¿s indicated failure mode, fibrin, because the defect was not evident in the testing of the retained lot samples. This complaint has been confirmed for red cell hangup based on the testing of the retained lot samples. Certain assays, in this case hepatitis testing, are excluded from bd protocols. Therefore, we are at the present time, unable to perform internal testing for infectious diseases. A complaint history review indicates an increase in sample quality complaints (including fibrin) being reported for these lot numbers. Based on the trend identified; fibrin has been confirmed as well. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hangup and fibrin. This complaint was unable to be confirmed for erroneous results, as infectious disease testing cannot be performed at this time. Bd has initiated further root cause investigation relating to sample quality issues through corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive and erroneous results. This event occurred once with two separate lots. The following information was provided by the initial reporter. The customer stated: we have observed fibrin deposits on the walls of the tubes after centrifugation. These deposits lead to false positive results in serology.